Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, de novo lesion in the left anterior descending (lad) artery. Post stenting, a 4.5x12mm nc trek balloon dilatation catheter (bdc) was used to post-dilate the stent. During removal of the bdc from the anatomy, the distal portion of the delivery system separated in the patient anatomy. The patient was then emergently transferred to another hospital where surgery was performed to remove the separated material. The patient remains hospitalized for observation. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported entrapment of device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported entrapped device or separation; however, the reported removal of foreign body, surgical intervention and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na